Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 463 mg/dl.